Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.512" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Manufacturer narrative:
The harmonic ace has not been received for failure analysis evaluation. A review of the provided image was performed, and it was noted that one blade was missing on the harmonic ace.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the excitation platform of the harmonic ace reported an error: "reduce tip pressure". The nurse took out the instrument, and at that time, the harmonic ace was intact. Then the nurse wiped the adhered tissues at the tip of the harmonic ace with a gauze and inserted the harmonic ace into the robotic arm. The chief surgeon conducted a usage test of the harmonic ace. Subsequently, the steel sheet of the tip of the harmonic ace broke off. The broken steel sheet of the instrument was removed from the patient's body without causing any damage to the patient. Then a new harmonic ace was replaced for subsequent surgical operations. There was no instrument collision. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace. The procedure was completed.